Manufacturer narrative:
H10 e1 - reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device has a touchscreen malfunction. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
Per good faith effort response received, it was confirmed that the display was out of order, no response with the touchscreen with no further problem with other functions. No repairs were completed by the field service engineer as the customer declined service and repair. It is unknown what the outcome of the resolution is. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.